Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil could not be detached. The patient was undergoing surgery for treatment of a fusiform, ruptured left anterior communicating artery aneurysm with a max diameter of 3.3mm and a 3.5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. It was reported that embolization was assisted by the johnson <(>&<)> johnson ep stent, apb-3-4, apb-2-6 had been filled, and the reported coil of apb1.5-2 was also successfully filled. However, when detached, it was found that the detachment wire could not be pulled, so broke off forward with hands and tried to pull it out, but it could not be pulled. With the assistance of hemostatic forceps, the detachment wire still could not be pulled. Observed under fluoroscopy, the coil was not detached, so the 1.5-2 coil was withdrawn as a whole, and an apb-1.5-2 coil was replaced for implantation, and the angiography was rechecked to end the operation. It was noted that the backup method was used many times but the coil was not detached. The physician did not try to detach with another instant detacher. There was manual attempt at detachment via hypotube 3 times. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a cordis 8f guide catheter, echelon10 microcatheter, and synchro14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues prior to the non-detachment, and the coil had been delivered smoothly. There was no damage observed to the pushwire. No detachment attempts had been made with the instant detacher, and the manual break had been attempted.